Event description:
It was reported that during the implant procedure, after multiple extensions and retractions of the lead helix, the helix failed to extend anymore. Therefore, the lead was not used and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.